Event description:
The hcp reported that the pump was explanted and replaced with a similar device after an implant duration of 40 months. The reason for explant was reported as "inadequate therapy". A catheter dye study was performed. Dates and results were not reported. The patient was receiving morphine, clonidine and marcaine via the drug delivery system. The patient is experiencing "good pain relief" following pump replacement.